Event description:
It was reported that pericardial effusion (pe), cardiac tamponade, and perforation occurred. A left atrial appendage (laa) closure procedure was performed and a 30mm watchman laa closure device was implanted. Two hours post implant the patient was noted to have a pe with cardiac tamponade. The pe was drained however continued to produce fluid. The physician proceeded to perform a thoracotomy and discovered a gap between the distal laa and the device. The physician fixed the gap and the device remained implanted. The patient recovered and was discharged from the hospital.

Manufacturer narrative:
B5: update "gap" to "perforation" per translation miscommunication.

Event description:
It was reported that pericardial effusion (pe), cardiac tamponade, and perforation occurred. A left atrial appendage (laa) closure procedure was performed and a 30mm watchman laa closure device was implanted. Two hours post implant the patient was noted to have a pe with cardiac tamponade. The pe was drained however continued to produce fluid. The physician proceeded to perform a thoracotomy and discovered a perforation between the distal laa and the device. The physician fixed the perforation and the device remained implanted. The patient recovered and was discharged from the hospital.